Event description:
Information identified in the manufacture¿s database indicated the patient died approximately 1 month post implant of the implantable pulse generator (ipg) system. Cause of death was severe sepsis. The source of the sepsis was unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2013. (B)(4).